Event description:
The product surveillance tech (pst) reported that during lab eval of the device for MDR # 1828100-2015-00528, there was "belt slip" error on the roller pump. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00528. The pst observed evidence of oil on the pulley and encoder ring. No oil was observed on any electronic components. The unit was sent to service for further testing.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the main bearing/seal and removed the oil from internal parts. The srt performed preventative maintenance inspection and verification / release test. The unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.